Event description:
Information was received indicating that a smiths cadd-legacy plus pump malfunctioned. The pump displayed a "no disposable, pump won't run" alarm. Trouble shooting did not resolve the alarm and the device had 84.7 ml of the medication still left to be infused. There were no adverse events reported.